Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and subsequently discovered the need for an MRI due to an unrelated condition. The nalu system was explanted on (B)(6) 2023 in preparation for the MRI. All explanted components were discarded by the medical facility during the procedure.

Manufacturer narrative:
There are no allegations of system or component failure or malfunction. Medical testing planned is due to an unrelated condition of the patient and not related to the nalu system. Explant of the system is due to the planned medical testing of that unrelated condition.